Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that they encountered positioning issues. Upon initial startup of the impella, patient had continuous suction on p4. After multiple unsuccessful attempts to reposition, the decision was made to remove the impella and recross valve. Additional information noted care was withdrawn, impella was explanted, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome.